Event description:
Complaint involved a reported cartridge change error with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, including the cartridge o-ring and pneumatic tap area. After following these steps and ensuring the cartridge was correctly loaded, the customer was able to resume insulin delivery successfully.